Event description:
A philips field service engineer (fse) was injured while performing service on the cardiomd iii at foothill cardiology centre. The cardiomd head moved unexpectedly up into the bottom of the table and caught the fse's hand. This resulted in an injury to the fse's left hand, specifically two broken fingers and ten stitches. There was no patient involvement and the event occurred during a scheduled downtime.

Manufacturer narrative:
The OEM was made aware of the complaint on (B)(6) 2008 and performed an investigation. This investigation determined that the motor controller board was faulty. The faulty board was replaced and the system was handed over to the customer. The investigation also determined that this malfunction does not pose any potential harm to users or patients, as the fse had his hand below the table which would not be normal or appropriate as defined in the instructions for use, during clinical use as the control board is only accessed during servicing by service engineers. This complaint was identified during a retrospective review. (B)(4).